Event description:
The facility reported that channel b does not alarm downstream occlusion during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of no downstream occlusion alarm on channel b was not confirmed. The device was found to be within design specification; external circumstances are suspected.